Event description:
Pt with non-functioning left venous access. History and physical indicates that port would not flush. Operative report indicates that upon removal, the catheter was noted to be split.